Event description:
It was reported the patient had vt which was not recognized and treated by the device, and external cardioversion was performed. After this incident, the physician tried to interrogate the device and there was no telemetry. The patient died, with the cause of death reported to be pancreatitis, not caused by a device problem.

Event description:
It was reported the patient had vt which was not recognized and treated by the device, and external cardioversion was performed. After this incident, the physician tried to interrogate the device, and there was no telemetry. The patient died, with the cause of death reported to be pancreatitis, not caused by a device problem.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. The user facility has no responsibility to file a 3500a. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: the battery depleted due to the device drawing excess current drain. The high current was caused by an external cardioversion that was attempted in the field. The overstress from the cardioversion damaged a component in the high voltage circuit that resulted in a low impedance path when power is applied to the device. Other: it was reported the patient had vt which was not recognized and treated by the device, and external cardioversion was performed. After this incident, the physician tried to interrogate the device, and there was no telemetry. The patient died, with the cause of death reported to be pancreatitis, not caused by a device problem. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: component/subassembly failure. Operational context contributed to event, interrogate, difficult to.